Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the pump door cover was broken. The reported condition was verified. The cause of the broken door cover could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. To resolve this issue the pump door cover will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump door cover of an exactamix automated compounder was broken. This issue was observed during programming/setup in the pharmacy. There was no patient involvement. No additional information is available.